Event description:
On 10/26/1999, the MFR received a faxed report from the international distributor that states the following: the sheath split from the tip upwards while dilator was being introduced over the guidewire. No further details were provided.